Event description:
It was reported that the customer was having high blood glucose levels. The customer's blood glucose level was 286 ml/dl. The customer had issues with rewining her insulin pump. Customer stated that she received a no reservoir alarm and saw a full cirlce on her screen. Troubleshooting for high blood glucose levels was not completed because customer did not feel okay to do so. The customer also mentioned that the insulin pump was giving her a high suggestion of insulin than needed. Advised customer to contact her healthcare provider to check the settings of her sensitivity and carbohydrate ratio. The customer will call back when she is able to. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)